Manufacturer narrative:
When the third coil, an orbit helical fill 3x8 (637hf0308/15692753) was positioned it was found that the coil had partially stretched from the distal part. The coil was withdrawn and was changed to a new coil to complete the procedure. There was no patient adverse event. The procedure was embolization of a 5x6mm intracranial aneurysm. No further information regarding procedural factors device manipulation at the time of the event has been provided in response to follow-up investigation. A non-sterile orbit helical fill 3x8 system was received coiled inside of a coil dispenser, inside of the orbit box. The hypotube was inspected and no damages were noted on it. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The root cause of the stretching of the coil could not be determined; however, it appears to be related to application of excessive force. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction, otherwise the embolic coil may have been stretched. It further cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Although based on the lack of procedural information no conclusion can be made; however, procedural factors may have contributed to the stretching of the coil. The device labeling addresses appropriate techniques for preventing stretching during positioning of the coil. With review of the analysis and device history records there is no indication of any relationship to the manufacturing process. Additionally, inspections are in place to prevent this type of damage from leaving the facility. Therefore, no corrective actions will be taken.

Event description:
When the surgeon positioned the 3rd coil ¿ orbit helical fill 3x8 (637hf0308/15692753) it was found that the coil had partially stretched from the distal part. The surgeon withdrew it and changed to a new coil to complete the procedure. No adverse event on the patient. The patient had intracranial aneurysm with size 5*6mm. Embolization was performed on (B)(6), 2013.